Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin pump had moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Reset settings and programmed current time and date and monitored for seven (7) days. No unexpected reset anomaly was noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error and a reset alarm. The buttons on the insulin pump were unresponsive. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.